Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked on the side near the threads and cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to secure properly to the pump; a power loss was observed with the returned cap. During testing, the pump was exercised for 24 hours with no power interruptions. The pump cover was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was discolored. Also unrelated to the power issue, the audio bolus button cover was observed to be torn; however, the button responded appropriately. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. It was noted that the battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.